Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped and both plunger cases were cracked. A review of the event history log (ehl) identified force sensor test. During the functional testing the reported issue was able to be duplicated. The root cause of the force sensor test was due to fluid ingression into the plunger head as a result of customer's improper use of the pump. The root cause of the physical damage was due to physical impact. Replaced force sensor (also replaced both plunger cases, o-ring, plunger float, plunger head mount, two timing plate springs, plunger cable, plunger tube, dowel pin, and plunger pcb due to corrosion. Replaced the top case. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.

Event description:
It was reported that the pump exhibited a force sensor test error and had a broken case. No patient injury was reported.